Manufacturer narrative:
H3. Device evaluation summary: product analysis # (B)(4):part # 5484865 lot # ng12l023 visual and optical inspection confirmed the tip of the tap has broken. The damage to the instrument is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the female end of the t bolt positioner did not stay on the gold nuts to place the crosslink on the rod and repeatedly fell off and the patient had sclerotic bone, so when the surgeon was using the tap, the tip of the tap broke off. No patient complications have been reported as a result of this event.